Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID#: 2134265-2012-01176. It was reported that during a stenting treatment procedure, stent damage occurred, displaced plaque and a transient clot were observed and the patient experienced a myocardial infarction (mi). Regarding the patient prior to the stenting treatment procedure, the physician states "pancreatic cancer with whipple procedure, followed in hours by chest pain and enzyme abnormalities indicating non-st elevation myocardial infarction." The physician "wished to treat medically, but kept having recurrent chest pain" then the patient was taken for catheterization. The physician observed severe stenosis in the proximal left anterior descending (lad) artery at and involving the origin of a large first diagonal artery. The physician placed two unknown manufacturer's guide wires then treated the lad and the first diagonal with angioplasty using an unknown manufacturer's balloon. Then the physician deployed a 4.0x16mm ion stent in the lad, which resulted in displaced plaque into the first diagonal, resulting in 99% stenosis of the first diagonal. The physician simultaneously ballooned the first diagonal using a 3.0x15mm nc apex balloon, through the side of the previously placed ion stent, and using an unknown manufacturer's 4.0mm balloon in the lad, which resulted in "suboptimal appearance, about 80% stenosis in diagonal". Next the physician used a y-stenting technique by deploying a 3.0x16mm ion stent in the first diagonal. The physician advanced a guide wire through the side of the ion stent previously placed in the lad and used a 3.0mm balloon and a 4.0mm balloon to double balloon the lad and the first diagonal. The double ballooning "resulted in transient filling defect (clot) about a cm down the diagonal, gone on next view." On the second view the physician observed a filling defect of the 3.0x16mm ion stent placed in the first diagonal which extended back into the 4.0x16mm ion stent placed in the lad. The physician used an icross coronary imaging catheter to perform intravascular ultrasound which revealed lifted struts on the 3.0x16mm ion stent, which were not well apposed to the vessel wall and showed a clot present. As the physician began withdrawing the icross catheter, the catheter became "caught on something". The physician states observing the 3.0x16mm ion stent being compressed on itself while the icross catheter was being pulled back. Next, the physician reloaded the 4.0mm and 3.0mm balloons in the lad and the first diagonal for a kissing balloon inflation, resulting in good appearance and resolution of the clot. However, the 3.0x16mm ion stent in the first diagonal remained "compressed on itself in longitudinal fashion." At this time the patient experienced an st depression observed via electrocardiogram and the physician observed a clot embolization to the apical of the lad. The physician "decided against attempt to do thrombus aspiration for fear we might disrupt the lad stent." The patient sustained an apical mi with creatine kinase just over 500. The patient's post procedure status is fine.